Manufacturer narrative:
(B)(4). The reported issue of smoke was not confirmed in the device logs and was not duplicated during the evaluation performed by the product analysis lab (pal). The device was received inoperative due to an homechoice log downloader (hld) error but in good condition. The instrument did meet the returned instrument testing / evaluation (rite) functional test requirements and passed the rite electrical test. The assignable cause for smoke and the rite test failure - device received inoperative for hld error was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the burning smell.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding smoke, which occurred on the homechoice during dwell 3 of 4. The patient disconnected and did a manual therapy. The baxter technical service representative arranged a swap of the device. The hp would call the registered nurse to program the new machine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.